Event description:
It was reported the insulin pump alarmed motor error. Customer's spouse just wanted to assistance setting up the device. Customer's spouse stated the arrow keys were tight. Customer's blood glucose was 375 mg/dl. Customer's spouse was advised to monitor the device. Customer's spouse stated the 24 hour total basal rates did not match. Customer's spouse was advised to reach doctor to get correct settings. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.